Event description:
A (B)(4) male patient called zoll customer support to report that his monitor case was damaged and wires were exposed. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, exposed wires) has been confirmed. Upon investigation the monitor end cap was separated, which damaged several high-voltage wires. The root cause of the separated end cap and damaged wires could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The patient received a replacement monitor.